Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that none of the insulin pump's buttons were responding. Customer did not recall any significant events that led up to the alarm. Blood glucose level was not provided at the time of the call. No further information was provided.